Manufacturer narrative:
Per good faith effort response, it was noted that it is unknown if the device was being set up for use; however, due to the nature of the alarm and that they had to swap out the device, therapy must have been interrupted for the duration of the swap. No adverse reaction nor medical intervention provided to the patient were reported. The remote service engineer (rse) and customer were unable to duplicate the problem; a full performance verification has been performed and the device passed all test successfully and returned to service. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed.

Manufacturer narrative:
Report date: 04sep2021.

Event description:
The customer called into technical support (ts) reporting that the device powered off and back up alarm won't stop alarming. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not duplicate the alarm backup error. No significant errors reported for significant event logs. Customer did report that device most likely powered off because it had not been plugged into ac. Biomed will run device in shop before returning to service.